Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having issues turning the pump on. As the customer did not have a usb cable or adapter at the time of the report, customer could not troubleshoot with tandem technical support (cts). Although multiple attempts were made by cts to obtain additional information, customer did not reply. There was no reported impact to blood glucose.